Event description:
A malfunction was reported on the customer's pump. There was no adverse impact on the customer's blood glucose level. Technical support arranged to send a replacement pump. The customer did not have a backup therapy available and planned to contact their healthcare provider.